Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. According to the customer, there was no sample available for review. Images were provided by the customer that supported the reported issue. Based on the review of the provided images, this complaint will be confirmed. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
The central line dressing change was done after which the nurse noticed the hub that was cracked and leaking. The central catheter was removed and the baby was poked for a peripheral intravenous access. The next day the baby was poked again for a new central catheter insertion.

Event description:
The central line dressing change was done after which the nurse noticed the hub that was cracked and leaking. The central catheter was removed and the baby was poked for a peripheral intravenous access. The next day the baby was poked again for a new central catheter insertion.

Manufacturer narrative:
Sample is not available for return. Images were provided as part of the investigation process. A follow-up report will be submitted upon investigation completion.